Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: according to the description of event, the filter leg(s) penetrated "through the sheath at tortuous vessel area". It is noted, that another filter was placed using another device. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. It is noted that no harm to the patient is reported and that the procedure was completed successfully using a new device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was advanced from right internal jugular vein. After the user dilated puncture site, he attempted to advance the sheath but he felt strong resistance due to vessel tortuous. He advanced the sheath into desired position somehow, then, he attempted to advance the filter introducer through the sheath. However, the filter leg(s) perforated through the sheath at tortuous vessel area, therefore, the whole system was removed from the patient's body. The same rpn product was used instead. He also felt strong resistance at the same lesion, however, he managed to place the filter at the end. Patient outcome: there have been no adverse effects to the patient reported.